Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she was no longer able to see at near to cook, dial her phone, see her alarm key pad, or see the food on her plate. Halos were also observed. She had the lenses removed and replaced with a different lens model. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).